Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator; no issues were observed. The applicator has been fired correctly. The sensor plug was properly seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer a healthcare professional reported a "replace sensor" error message with the adc device and was unable to obtain readings. The customer experienced symptoms described as being incoherent, unable to sit up, and unable to eat. The customer was provided chocolate milk for treatment by a third-party. Furthermore, paramedics were called, however, no treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
On behalf of the customer a healthcare professional reported a "replace sensor" error message with the adc device and was unable to obtain readings. The customer experienced symptoms described as being incoherent, unable to sit up, and unable to eat. The customer was provided chocolate milk for treatment by a third-party. Furthermore, paramedics were called, however, no treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.